Event description:
It was reported that during a routine follow up appointment, it was observed that "invalid data" was displayed in the p/r wave cardiac compass trend and the percent pacing showed 0%. The diagnostic data was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. The analyst noted that "invalid data" was displayed in the p/r wave cardiac compass trend and %pacing shows 0% on the quicklook screen. In addition, no automatic lead impedance or p/r wave measurements appeared to have been recorded since the last follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).